Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found cuts in the insulation. The cuts in the insulation were consistent with damage caused during the explant procedure. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range shock impedance measurements. Additionally, pacing impedance measurements and pacing threshold measurements had increased. An invasive procedure was performed. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.